Manufacturer narrative:
Na

Event description:
The user facility reports one incident of a bond failure between the arterial tubing and dialyzer connector. Due to potential for contamination, the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. The complaint sample was discarded at the time of the reported event and is not available for investigation. No patient information per section a is available and the lot number is not known.